Event description:
Report of explant of device system rec'd per annual device tracking report stating "infection" as reason for explant. F/u info provided provided by hcp indicates that infection was diagnosed in 2000 with explant 7 days later. Pt had fever, redness, and swelling of the device pocket. A culture of the device pocket revealed pseudomonas and staphylococcus. The device system was explanted; the pt treated with oral and IV antibiotics and the infection was resolved. With explant the pt experienced drug withdrawal symptoms including nausea, vomiting and increased pain. Pt has been reimplanted with a new device system.